Event description:
It was reported that the external pulse generator had a broken connector port on the ventricular side. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken connector port on the ventricular side. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that ventricular output connector was broken. Analysis also found the upper and lower cases, side bail covers and battery drawer broken, the side bails bent and the keyboard scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.